Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. It was suspected that electromagnetic interference (emi) was the cause of this since the measurements had been stable and within range prior to the event date. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported.

Event description:
It was reported that this right ventricular lead exhibited high out of range pacing impedance measurements. It was suspected that electromagnetic interference (emi) was the cause of this since the measurements had been stable and within range prior to the event date. Further evaluation of the patient was discussed. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that low out of range shock impedance measurements were observed. This were also attributed to emi. No changes were performed. This device remains in service.